Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the jaw of the vessel sealer extend (vse) instrument would not open. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged backend pulley at the proximal end housing. This causes rattling in the housing. The pulley is detached from its original position and loosely placed inside the housing. As a result, the grip cable became loose. The jaws do not open and close properly upon testing. Additional observation related to customer reported complaint: the instrument was found to have loose grip cables in the proximal end. The cables are loosely placed around the clamping pulleys. This caused the jaws not to open and close properly. This is caused by the dislodged back-end pulley. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. Root cause is attributed to dislodged back-end pulleys and loose grip cable.